Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device was not returned for investigation. Multiple follow ups were made to obtain additional information, however, no response is received from the customer. Therefore, no conclusion ¿ unable to perform investigation. Castor not returned. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. A replacement wheel was sent to the customer. This report will be supplemented accordingly following investigations.

Event description:
Castor was broken off of the cart was reported. There was no patient involvement, no user injury reported.